Event description:
Patient was admitted to emergency room with blockage in valve. The surgeon performed a lumbar puncture to draw csf. Fluid built back up and the valve was explanted. The valve had been implanted for approximately one year.